Event description:
A pt underwent an elective high risk percutaneous coronary intervention (hrpci). An impella 2.5 device was inserted for prophylactic circulatory support over an .018" guidewire prior to the intervention. The distal floppy tip of the guidewire was unraveled when it was pulled out of the impella device and then the tip fell off outside the pt. The intervention was then completed successfully. No part of wire was left in the pt and the pt did not suffer any harm or injury due to the event.

Manufacturer narrative:
The MFR will continue to investigate all reasonably obtainable sources of info and will provide results and updated conclusions in a supplemental MFR medwatch report. (B)(4).